Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning one day after onset, the patient was treated with ceftazidime 1 gram once daily (route and duration not reported) and cefazoline 1 gram once daily (route and duration not reported) for the peritonitis. On an unreported date, the patient was treated with heparin injection 1000 milligrams per bag intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the antibiotic treatment was completed. At the time of this report the peritoneal effluent fluid was clear, the patient was doing well, and was recovered from the previously reported peritonitis (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.